Event description:
Discordant, falsely elevated vitamin d, vitamin b12 and atpo (autoantibodies against thyroid peroxidase) results were obtained for three patient samples on an advia centaur xp instrument. The samples were rerun on the same instrument and each rerun resulted lower than the initial results. The discordant results were not reported to the physician(s). Certain rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d, vitamin b12 and atpo results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a loose base valve fitting and a broken pump line. The fse adjusted the reagent probe 1(r1) alignment and aspirate positions, installed acid/base fittings, and replaced the reservoir cap, four aspirate valves and a broken lumo top cover. Quality controls were then run and were in range. The cause of the discordant, falsely elevated vitamin d, vitamin b12 and atpo results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.